Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 1.5mm hex driver tip, locking groove (part number 80-0728, batch number 608048) was examined visually under magnification. The driver was broken diagonally at the tip. There were no signs of ductility, potentially indicating a torsional brittle fracture. The screw was not returned. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 10. Investigation findings code (annex c): updated to 3243. Investigation conclusions code (annex d): updated to 4315.

Manufacturer narrative:
The reported 1.5mm hex driver tip, locking groove (part number 80-0728, batch number 608048) was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. However, the investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported during surgery that the surgeon was inserting a 30-2320 angulated locking screw when the 80-0728 driver tip broke off in the head of the screw. The surgeon extracted the broken driver tip with his own instruments. The surgery was completed with another 80-0728 driver tip after a 5-minute delay. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00755 for the screw involved in this event.